Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
The sideport of the sheath separated from the sheath body.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was not removed in order to maintain the condition of the returned device. The sheath tubing was no longer attached to the hemostasis body. The distal end of the hemostasis hub was microscopically inspected. The sheath tubing, blue/gray sleeve and inner hemostasis hub material had been separated from the outer hemostasis hub material. The proximal end of the hemostasis hub material appeared fractured and uneven. Additional investigation revealed the header wash flowed to the bottom of the hub and became exposed and created a weak joint, which caused the sheath tubing to detach.